Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that damage to the pump housing. Additionally, customer's blood glucose level displayed 1300 mg/dl. Customer went to ER and was subsequently hospitalized on (B)(6) 23 and was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.